Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause the bacterial infection was not reported. On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment with tigecycline (dose, frequency, and route was not reported). Pd therapy was ongoing during hospitalization. On an unreported date, patient was recovered from the event. No additional information is available.